Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for spinal pain. It was reported the device had poor communication with the patient programmer and the recharger. The last recharging session was more than 1-3 months ago. The patient felt like the ins was popping out of their body. The patient reported people had said they could see the device. The device was very uncomfortable; the patient couldn't touch the recharger to their body because it hurt so badly. The patient couldn't remember any trauma/falls that could be related to this issue, other than possibly they slept funny in their bed. The patient felt they needed a new ins. The patient was redirected to their hcp to address a possible overdischarge. Patient services reviewed the importance of keeping the ins recharged to maintain the therapy.